Event description:
It was reported that following deployment of an angio-seal device in the brachial artery, the patient's arm turned blue. It was later determined that all/part of the tamper tube remained in the patient's arm. The angio-seal device was deployed in 2002; surgery to remove the tamper tube occurred seven days post-deployment. The patient is reportedly doing fine. The radiologist realized that the device was used off-label and stated that the hospital staff rarely read the instructions for use (IFU). The hospital will not release any additional information regarding this event.